Event description:
Error identified in (B)(4) -barcoding- database. On loading a new product in our formulary, the database autopopulated the "description" field with "epinephrine" for the pharmedium products for norepinephrine, (B)(4) and (B)(4). Our cerner bridge version is (B)(4) with database version (B)(4).